Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate timing of device insertion ("essure microinsert implanted"). The patient had a medical history of parity 1 (her daughter was born on (B)(6) 2012.). In (B)(6) 2012, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("I'm having severe abdominal like on the side of my pelvis"), genital haemorrhage ("I am bleeding heavily"), iron deficiency anaemia ("am anemic due to the heavy bleeding") and dysmenorrhoea ("pain that is unbearable when I get my"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for pelvic pain, abdominal pain, genital haemorrhage, iron deficiency anaemia and dysmenorrhoea were unknown. Essure was removed on (B)(6) 2023. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, genital haemorrhage, iron deficiency anaemia or dysmenorrhoea. The reporter commented: she explained that she does not have the copy of her essure information and her estimated placement was on (B)(6) 2012 after her daughter was born on 10/30/2012. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound abdomen] (date unknown): just going to see my gyn as well and I had to have an abdominal ultrasound because of the pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 48 year-old female patient who had essure insertedunknown) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate timing of device insertion ("essure microinsert implanted"). The patient had a medical history of parity 1 (her daughter was born on (B)(6) 2012.). In (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("I'm having severe abdominal like on the side of my pelvis"), genital haemorrhage ("I am bleeding heavily"), anaemia ("am anemic due to the heavy bleeding") and dysmenorrhoea ("pain that is unbearable when I get my"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for pelvic pain, abdominal pain, genital haemorrhage, anaemia and dysmenorrhoea were unknown. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, genital haemorrhage, anaemia or dysmenorrhoea. The reporter commented: she explained that she does not have the copy of her essure information and her estimated placement was on (B)(6) 2012 after her daughter was born on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound abdomen] (date unknown): just gonna see my gyn as well and I had to have an abdominal ultrasound because of the pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-nov-2023: follow up process with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.